Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported complaints could not be determined. It was reported by the account that the mini trek balloon dilatation catheter (bdc) was used in a procedure; however, after the first use, the balloon material was noted to softer than prior to use and when the bdc was removed from the guide wire the center of the balloon cavity [inner member] separated. It was reported that the device was used successfully the first time in the procedure which suggests a product quality issue did not contribute to the reported difficulties. In this case, the account stated that the material was noted to be softer than prior to use which can indicate that the device was manipulated and possibly resulted in stretching which would likely give the impression of the material being more soft then initial use and upon further manipulation the device likely separated; however, since the device was not returned for analysis, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4- the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The mini trek balloon dilatation catheter (bdc) was used in a procedure; however, after the first use, the balloon material was noted to softer than prior to use and when the bdc was removed from the guide wire the center of the balloon cavity [inner member] separated. Another balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.